Manufacturer narrative:
No lot number was provided. Without the lot number it is not possible to determine the exp date or MFR date of the device. Info was originally received from (B)(6) on (B)(4) 2012. Subsequent info received from (B)(6). It was noted that a warming blanket was used. Pad was used with an ar-9600 opes electrosurgical generator.

Event description:
Customer reported that on (B)(6) 2012, a female pt sustained a 2nd degree burn the size of the pad to the left thigh during a shoulder arthroscopy procedure and was referred to wound care. Customer indicated a warming blanket was used. Instructions for this product includes the following statement: to reduce the risk of burns and pressure necroses. Select a suitable site remote from any warming device. Attempts to collect additional info have been unsuccessful. End.